Manufacturer narrative:
Voluntary event report was received. Medwatch: voluntary report #: mw5154248.

Event description:
Voluntary medwatch received states that the patient presented with potential loss of capture exhibited by the right ventricular lead. The lead remained in service, no interventions and no adverse patient effects were reported. No further information was available.